Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 4/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 4/05/2016 with the following findings: a review of the pump¿s history indicated that the pump was never used for basal delivery; the ¿ez-prime¿ steps were never completed. During the investigation, the ¿ez-prime¿ steps were performed correctly and there were no cs 162 call service alarms and no errors, alarms or warnings occurred during the investigation. The product performed within specification therefore the investigation was unable to duplicate the initial ¿loss of prime¿ complaint. The battery cap was not returned with the pump and a test cap was used to complete the investigation.